Manufacturer narrative:
The customer reported that the device intermittently failed to discharge. The unit was evaluated at philips, and the symptom was duplicated. Replacing the bezel assembly resolved the issue.

Event description:
The customer reported that the device intermittently failed to discharge.